Event description:
It was reported, the insulin pump was making squeaking noise and the battery cap that was sent did not resolve issue. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2015-04981.

Manufacturer narrative:
Insulin pump was received with numbers counting up then frozen display, then constant tone due to cold solder joints on mother board. Insulin pump was unable to perform functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests or verify drive/motor anomaly due to frozen display. Motor passed motor test. No motor squeaking noise noted during motor test. Insulin pump had a cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.